Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead had failed to capture and had high pacing impedance measurement. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.